Event description:
It was reported the ventricular lead was removed and replaced due to loss of sensing, high thresholds and no capture. Patient anatomy could be the explanation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.